Manufacturer narrative:
Findings: the bolus wizard functioning properly per bolus wizard in the 523/723 user guide. Pump received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's parent reported via phone call indicating that the insulin pump is not working. Customer's blood glucose was unknown mg/dl. The customer was advised by the healthcare provider to get a new device.